Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a bd pyxis anesthesia station es system displayed a "process has been aborted" error message and the screen went black in the middle of a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system encountered an error message as the process had been aborted and the screen went black. A technical support specialist moved the database into a different location and deleted the old one and assessed the med application. The system functioned as intended after assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's database was corrupted. The system's application was repaired, and the device was rebooted and fullsynced with database synchronized. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an "process has been aborted" error message and the screen went black in the middle of a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.